Event description:
It was reported to philips that a fluoroscopy error occurred on the allura device. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. Fse visited onsite and confirmed that the fluoroscopy error occurred during startup, and it is not possible to do a fluoroscopy. Review of logfile showed that the ip-pc was defective. Fse replaced the ip-pc and 3 built-in hard disks. After replacement the system was returned to good working order. The codes were updated based on the investigation outcome.